Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technical support rep performed troubleshooting over the phone with the account, and recommended the replacement of a brake link. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on its beds. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.